Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received for evaluation. The sample was received decontaminated without its original package. The returned sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. There was a small kink in the tube which was detected, no other defects or discrepancies were found that would create any leakage or impede the performance of the sample. The sample was leak tested by introducing water into the product with the help of the level system 1000 equipment. The sample presents a leak in the union of manifold and 3 lumen tube. The failure mode report was confirmed. The root cause of the leak condition was due to lack of adhesive during joint assembly, procedure operation stated ensure that solvent was applied evenly to ensure a uniform layer of solvent with no voids" was not followed correctly. Awareness notification to reinforce production personnel on procedures.

Event description:
It was reported the device was being checked prior to use and leakage was found. No patient involvement.